Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter powers off during use, battery indicator displays prematurely and the buttons do not power on the meter. These issues were not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow up # 1/supplemental report text (B)(4) 2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure a biopsy sample was retrieved from the stomach. As they were removing the device from the scope it was noted that the needle was deformed and the device became stuck in the scope. The biopsy forceps and scope were removed in tandem from the patient. The biopsy forceps were cut by the handle and removed from the scope. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.